Manufacturer narrative:
Failure analysis: at the conclusion of the failure analysis investigation the reported event was partially confirmed. The oad and guide wire, engaged in device, were returned for analysis. There was some adhered biological material observed on the driveshaft and crown. The guide wire was removed from the driveshaft crown and tip bushing section with significant resistance. Examination of the guide wire core shaft showed some adhered material located 19.5cm from the spring tip. The morphology of the biological material is not known and the exact root cause of the accumulating tissue remains unknown. There was no other damage observed with the device or guide wire that would have contributed to the reported event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) would not advance and became stuck on the wire following an audible pitch change during treatment on low speed in the anterior tibial artery. Wire access was lost since the wire and oad had to be removed together. Upon imaging, extravasation was noted along with a spiral dissection. The vessel was re-wired, but the wire could not be advanced as far as it had been before. Balloon angioplasty was performed in areas that could be reached, but there was no flow to the anterior tibial or dorsalis pedis arteries. The physician mentioned that the outcome of the procedure was undesirable due to the reported issue. Neither the dissection nor the flow issue were resolved, and the patient is due to return to the clinic for further treatment in a few weeks.